Event description:
Caller states that the patient tested 7.6 inr, 7.5 inr, 4.5 inr and 4.9 inr during duplicate testing. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.